Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient .product ID: 3 889-28, lot# v727847, implanted: (B)(6) 2011, product type: lead.

Event description:
The consumer reported that they had a burning sensation at the implant site. It was noted the issue started a month prior to the call. It was reported the area hurt at night when the patient rolled onto it. It was noted the patient had an unrelated fall. It was reported turning stimulation off does not resolve the issue. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.